Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure cannot be confirmed through run data file analysis. While the trima accel system is typically robust against numerous auto flow adjustments from access pressure pauses, it cannot be ruled out that the changes in inlet flow rate, and therefore centrifuge speed and lrs chamber flow rate, disrupted the steady state of the system and contributed to the higher than expected wbc content reported for this procedure. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.

Manufacturer narrative:
Concomitant medical products: d294vrc, ICD, implant date: unknown, product event. Summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.